Event description:
It was reported that the symptomatic patient presented remotely via merlin.net transmission. Review of the transmission revealed non-sustained right ventricular oversensing; the implantable cardioverter defibrillator was post-paced t-wave oversensing. Also noted was far-r oversensing which caused inappropriate auto mode switch events. Programming changes were made to the device which addressed the oversensing. The physician will not perform the induction test at this time. During the interrogation, the patient reported feeling palpitations. The palpitations were unrelated to the oversensing; the patient is known to experience atrial fibrillation.